Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory slipped off and fell inside the patient. Although, the tip cover accessory was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the tip cover accessory to fall off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory fell inside the patient as the mcs instrument was being extracted from the patient. The mcs tip cover accessory was immediately retrieved and the procedure was completed as planned with no reported injury to the patient. A clinical sales representative (csr) was dispatched to the site and obtained the following additional information regarding the reported issue: the cannulas and gauge pins were checked and did not have any issues. The customer confirmed that the mcs tip cover accessory was not over-installed onto the mcs instrument. There was no video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory for failure analysis. Failure analysis could not confirm the reported issue. The tip cover was tested in-house and passed the fit test without any issues.